Event description:
See initial report.

Manufacturer narrative:
H.10: the replaced component was requested to be returned to livanova for further investigation. It was observed that the motor had bearing damage. Possible causes of bearing damage are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes are related to environmental conditions.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He addressed the failure back to the stirrer motor which was not running. He replaced the stirrer motor and the issue could be solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code on the patient side during procedure. There was no report of patient injury.